Event description:
It was reported that the ankle strap broke in half. It is now unusable for further surgery. Nothing fell into the patient and no delay occurred for the surgery. No additional information available.

Manufacturer narrative:
(B)(4). This follow-up final report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The complaint states: it was reported that the ankle strap broke in half. It is now unusable for further surgery. Nothing fell into the patient and no delay occurred for the surgery. No additional information. Event occurred during surgery. No health consequences or impact. Visual inspection of the returned part confirms that shows general wear & tear and discolouration expected due to repeated use and reprocessing. Splits in the silicon are present which appear to originate from the strap holes. The strap has experienced a split or tear across the full width or the strap. No dimensional checks required as the complaint issue is due to fracture, rather than dimensional non-conformity. No assembly check conducted as the instrument was damaged on return. A review of the raw material certificates could not be conducted as the lot number was not provided. A review of the manufacturing history records could not be conducted as the instrument lot number was not provided with the reported event and no supporting evidence was provided. Therefore, without manufacturing history records conformity at manufacture could not be determined. However, the complaint history was checked for the item number with four similar issues reported. The product item no. 32-421429 has not been involved in any previous field actions. In addition to the reported event, the condition of the strap shows splitting at two points along the length. These splits originate from the edge of the strap holes out to one side of the strap. The silicon appears to be discoloured, which is inline and expected with repeated use and reprocessing. The strap most likely failed due wear and tear from repeated use and reprocessing during serviceable life. Therefore, the root cause is most likely due to the instrument being used past its serviceable life. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low. CAPA: no corrective or preventive action required at this time. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as lot number is not available. A review of the complaint database over the last 3 years has found 3 similar complaints reported with these items. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report knee instruments documents the estimated residual risk associated with the device within the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. This incident has a maximum severity score of 2 defined in the rmr as temporary or reversible impairment (without medical intervention) / transient, minor impairment or complaints. The reported event does not contain any information to suggest patient harm or delay to surgery. The reported event is considered to be within the severity of the rmf no corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned

Event description:
It was reported that the ankle strap broke in half. It is now unusable for further surgery. Nothing fell into the patient and no delay occurred for the surgery. No additional information available.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is available to be returned to zimmer biomet for investigation. Postal code: (B)(6). Occupation: zimmer biomet sales rep. PMA/510(k) number: exempt. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ankle strap broke in half. It is now unusable for further surgery. Nothing fell into the patient and no delay occurred for the surgery. No additional information available.